Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer cable connection issue. A field service engineer reseated the row board cables on the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had cubie failure. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and the user was able to remove the medication from another station. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.